Event description:
The customer reported the ventilator shut down while in use. In patient use, no harm was reported. The customer spoke with a remote service engineer (rse) and stated the biomed had not been able to find an issue. The rse guided the nurse to review the error log in which she located a battery failure. The nurse checked the ventilator information screen and confirmed the battery manufacture date is 2013 and battery voltage is 9.38v. The rse informed the customer that the battery needs to be replaced. The rse informed the customer that the unit could have been unplugged and unit was operating on battery until the battery died causing the unit to turn off. Rse also informed the customer to have the patient room checked and to verify outlets in room are operational. It is unknown if the unit was plugged in or not. The unit is operating on ac power currently. All voltages in service mode look good besides battery voltage. Rse advised the customer to replace the battery, let the new battery charge and perform a battery test. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer.

Manufacturer narrative:
The customer reported the ventilator alarmed and shut down while in use. Patient was transferred to a different ventilator without any harm. The root cause is determined to be user error by using the battery beyond the 5 year life. The battery was replaced and the issue was resolved.